Manufacturer narrative:
Evaluated one opened and used sensor, performed resistance test and passed per specification. Also, performed buffer test and sensor failed due to high readings. Unable to confirm adhesive anomaly, due to device being returned opened and used.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer reported their blood glucose rose to 460 mg/dl. The customer stated their high blood glucose was caused by the lack of insulin pump therapy. Customer did not specify how long they were off insulin pump therapy for. The customer also reported adhesive issues with their sensor. Customer's blood glucose was 127 mg/dl at the time of incident. Customer also reported calibration error alerts with the sensor. The customer agreed to return the sensor for analysis.